Manufacturer narrative:
(B)(4). Resubmitting the MDR, the MDR was submitted to the FDA on may 11, 2018 but the transfer failed. Customer stated that tech was transporting the unit and the video detached and fell. In compliance with 21 cfr part 820. Quality system regulations and natus quality management system, we initiated the investigation of the reported failure. The cause of the problem was identified as deficiency in the manufacturing process at our supplier which resulted in failure of the weld. Following 21 cfr part 806, natus has determined that field corrective action required. The fca is in progress to fix all affected carts.

Event description:
The video arm fell off during transportation.